Event description:
It was reported that during a device change out procedure, an insulation anomaly was observed on the atrial lead. The lead was capped. The patient was in good condition post procedure.